Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be lodged together and cannot be removed, rendering it inoperable. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints a review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported after the procedure, the driver shaft seized into a large frag handle. The procedure that was performed before was completed using the same device and without delay. No patient injury or other complication was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.